Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, after multiple grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. Additionally, the gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the observed broken gripper line was unable to be determined. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.